Manufacturer narrative:
(B)(4). Eval method: lens work order search. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon inserted a +18.0 diopter cc4204 collamer plate lens and the lens got caught on the foam tip plunger and tore. The lens was removed w/o any pt injury. The rptr stated the incident was caused by the foam tip plunger.